Event description:
It was observed during the device inspection, that the colono videoscope exhibited the air/water cylinder, the air/water tube, and jet tube had whitish foreign materials, and there was a burn on the distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of material could not be identified. There was no physical damage at the detection areas where the foreign material remained, and it was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The root cause of the burn on the distal end cover could not be specified. The event can be detected/prevented by following the instructions for use (IFU): detection method can be found in the ¿inspection of the endoscopic system¿ and ¿inspection of the endoscope¿. Regarding the burn on the distal end cover, the prevention method can be found in the ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.